Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to humidification chamber. Section d3: manufacturer email address updated. Section d4: device identification details were not provided. Section g1: manufacturer contact details updated. Section g1: manufacturing site email address updated. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand, where it was visually inspected, analysed and leak tested. Results: the leak testing of the subject mr290v chamber confirmed a leak between the flange and the rolled base. Conclusion: the reported leak was confirmed and was most likely due to insufficient seal at the chamber base. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water during set-up. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water during set-up. There was no patient involvement.